Manufacturer narrative:
A complete lead was returned in one piece with damage to the outer insulation at middle region of the lead. The cause of damaged outer insulation is consistent with electrocautery damage at the time of the procedure. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with that occurring at the time of the procedure.

Event description:
Additional information was received indicating the lead insulation was damaged during the implant procedure due to the use of electrocautery. The lead was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an event occurred with the right ventricular lead. Additional information was requested but not received.